Event description:
It was reported that during the procedure, the right atrial (ra) lead was repositioned multiple times due to lead falling out after screw deployment. After closing the patient pocket, and while bandaging, it was noted that the atrium was in atrial flutter. Under fluoroscopy, it was noted that the lead dislodged again. It was decided to remove the atrial lead, pin plug the atrial port and program the device to ventricular pace/sense only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.